Event description:
The complainant reported the automated impella controller (aic) was being serviced when there was a"system check failed error. The aic was rebooted several times before displaying system check failed twice. No patient harm has been reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the console (aic) self check issue has been completed. Data logs were reviewed which showed that initial boot up, the console restarted automatically due to a pud communication issue. Due to a persistent pud communication issue, the console rebooted several times and displayed ¿system self check failed.¿ upon manual shutdown and reboot, the console rebooted again due to the pud communication issue and displayed ¿system self check failed¿. This confirms the reported failure mode. This console was returned for evaluation and the issue was reproduced. During the initial boot-up, the console restarted automatically due to the pud communication issue, resulting in the ¿system self check failed¿ screen. The fwcheck via telnet confirmed the problem was due to the pud board, as the hw revision was n.a. For the sau_purge. It was identified that the firmware was corrupted upon comparing the extracted firmware with a known good (curroupted pud fw vs known good.png). The reported failure mode was resolved after re-flashing the production firmware. The root cause for the ¿system self check failure¿ was corrupted firmware on the pud board.